Event description:
On (B)(6) 2013, patient reported the infusion device display is not legible. He inserted a new alkaline battery, but this did not resolve the issue. There are black lines and dots on the display, and this interferes with his ability to view the insulin delivery amounts. The infusion device was not dropped. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.